Manufacturer narrative:
Other text: evaluation results: one medfusion 3010 pump was returned for investigation in used condition. The tamper seal was missing. A counterfeit top case was found on pump. The reported ?check clutch error" was not observed in the event history log. The pump was powered on. The ?positive power supply bgnd test" was replicated during testing. The customer reported product problem was therefore confirmed. This product issue occurred because the main board was not operating as intended. This was the result of normal wear. The unit not was repaired because it was a discontinued device.

Event description:
It was reported that the pump failed to turn on and gave a check clutch error. There was no patient involvement.